Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced both elevated and low blood glucose (bg) levels, bg values were not provided. Customer did not test her bgs, but felt as the values were low and high. Customer consumed peanut butter and juice to address low, but did not do anything to address high. Recommendation was made to consult with healthcare provider regarding diabetes management.